Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). The investigation associated with related event 1430316 has been approved and is complete. No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741. Batch record review: lot 9l02456 was manufactured on (B)(6) 2019, in the bodolay line with a total of (B)(4) market units. Complaint investigator ID (B)(4) performed a batch record review on (B)(6)2021, to verify if all the applicable procedures were followed, under icc code 187957, sap material ID 1704769 and manufacturing order 1500450. The batch record review supports that there were no discrepancies related to the issue reported. Conclusion summary of the related event: the purpose of this root cause investigation was identify probable causes and takes the appropriate corrective and preventive actions in order to solve the failure mode ¿wnd-pmc 9.6 primary pack has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination, or dressing or loose material is trapped in packaging¿ on bodolay machine . The failure modes for open seal covered were: 1. Cut in seal or edge of packaging is cut. 2. Trapped in seal or caught in seal. 3. Torn or crushed. 4. Region not sealed. Based in the analysis phase conclusions, the issue of wnd-pmc 9.6 primary pack has incomplete or open seal / weld, or is torn, ripped or contains holes or exhibits external contamination, or dressing or loose material is trapped in packaging, for products manufactured at bodolay pratt c packaging line, it can be concluded that most of the causes are related to machine conditions and also to rework method which is mainly performed by manpower originated at the primary packaging operation. Summary of causes identified for open seal: 1. Variation in the indexation process. 2. Misalignment of the sealing station. 3. Unclear steps for rework process. For foreign matter, these were the conformities covered: 1. Red line mark on package or red tape. 2. Extra material in seal or foreign matter. 3. Doodle / handwriting on primary package. 4. Dirty on package (black stain and green ink). Most of these failures have been covered in previous investigations. Refer to investigation section for references. Lots affected with complaints reported were manufactured before those actions were implemented. For black stain ink and extra material in seal or foreign matter additional actions were detected and will be implemented. Corrective and preventive actions will be taken for each of the causes identify for problem solution. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). The investigation associated with related event tw (B)(4)has been approved and is complete. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741. Batch record review lot 9l02456 was manufactured on 11/21/2019 in the bodolay line with a total of (B)(4) market units. Complaint investigator ID 5173 performed a batch record review on (B)(6) 2021 to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct, under icc code 187957 sap material ID 1704769 and manufacturing order 1500450. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: photo related to the reported problem is available for evaluation. Investigation summary: based in the analysis phase conclusions. For extra material in seal or foreign matter the root causes found were: manpower: incorrect dressing inspection: residues of paper and film stick to dressing after elc (extrusion lamination and cutting) process, since the scrap collector is above the dressing web. Since dressings are automatically feed in the bodolay machine, the units are packaged without the operator and vision system noticing. An opportunity was found related to the inspection process performed by the elc 10 and elc 11 since dressings must be inspected 100% as per applicable pi31-103 ver 17.0 and pi31-141 ver 7.0. For dirty on package (black stain) the root causes found were: method: unclear steps to perform online rework: an opportunity was found since there is not a standardized method for the segregation and/or rework of the blisters after having a failure or breakdown on the cartoner machine. Wrong placement of blisters (method). During the indexation process of blisters from the primary packaging to secondary packaging, not all blisters are not organized into the counter pockets. It is a manual process. This issue causes that the blisters do not enter on the mku¿s, creating defects such as torn or crushed or dirty package. For actions related refer to CAPA plan tw# (B)(4). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that there was a piece of tape on primary packaging. The product was not used on patient. A photograph depicting the issue was received from the complainant.